Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. It was noted the inner insulation of the lead was observed to have blood ingression. The analyst commented that the guidewire test result was failed due to dired blood obstruction in lumen.

Event description:
It was reported that during implant attempt, after the lead was introduced into the vein, the existing guidewire was removed from the lead but a new guidewire could not be inserted. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.